Manufacturer narrative:
The board was requested and returned to livanova deutschland for further investigation. The reported issue could be reproduced and traced back to a defective component, a defective diode was identified as root cause for the reported issue. After replacement of the defective component no further issues could be identified.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty hmf board. The board was requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 double head pump stopped and displayed an error message during a procedure. There was no patient involvement.